Event description:
It was reported that a co2 detector had already changed to a dim yellow color prior to use. No patient involvement reported. No report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The lot/serial number was not provided by the customer. Therefore, a manufacturing date is not available.